Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-18369. The pt reported, she ceased using and charging her scs system due to experiencing overstimulation when she turned her ipg on. She also indicated she experienced the sensation where she was supposed to have stimulation. The pt stated, she is unable to communicate with or charge her ipg. The sjm rep is to meet with the pt as the next course of action.